Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter, ubd: 30-may-2020, UDI#: (B)(4). Analysis results were not available for the pump at the time of this report. A follow-up report will be sent once analysis complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via the return paperwork for the pump and it was reported the pump was explanted on (B)(6) 2019. The patient stated that the pump was no longer working. The patient experienced a loss of therapy and it was unknown if it was gradual or sudden. It was noted after the pump was removed the catheter was tangled as if the patient was flipping/twirling the device while in the pocket. Therefore, the drug was unable to flow in the correct manner. There was no patient injury and the patient recovered without sequela. No further complications were reported or anticipated. Additional information was received from the company representative (rep). The rep indicated they were made aware of this event by the healthcare provider. The explanted catheter had been discarded. Additional information was received from the company representative (rep). The rep reported they became aware of the event on (B)(6) 2019. It was indicated the patient declined to provide the requested information regarding the event.

Manufacturer narrative:
Analysis of the pump found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated a pump flip was confirmed and the cause of the pump flip was "only the suture pulled out and probably the patient.¿ no further complications were reported/anticipated or expected.